Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited burn on the plastic distal end cover, burn on forceps elevator, and a peeled adhesive around the light guide lens. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to the used of a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the device. Moreover, the definitive root cause of the peeled adhesive could not be determined. The event can be detected/prevented by following the instructions for use in: the detection method is described in the IFU operation manual ¿3.3 inspection of the endoscope¿. The prevention method is described in the IFU operation manual ¿4.3 using endotherapy accessories¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.